Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had rising and unstable thresholds due to possible lead dislodgement, and poor rv sensing a week after implant. Muscle stimulation and diaphragmatic stimulation were noted during pacing threshold testing. Shortly after the lead reposition procedure, the patient's vital signs became somewhat unstable. It was noted that there was a buildup of fluid in the pericardium. The patient underwent pericardiocentesis to remove the fluid buildup. The patient experienced perforation, tamponade from perforation and pericardial effusion. The lead was revised and remains in use. The patient was noted to be in stable condition. This patient was a part of the (B)(6) clinical study. No further patient complications have been reported as a result of this event.